Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t-wave oversensing was observed on the implantable cardioverter during sinus tachycardia. Programming changes were recommended but not made at this time. The device was being monitored. The patient was stable.